Manufacturer narrative:
Date of event is estimated. D7: date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-02819. It was reported the system was explanted on an unknown date due to an infection. No further information is available at this time.

Event description:
Additional information received indicates that the infection was at the lead site. The patient's infection later resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete event information.